Manufacturer narrative:
(B)(4). Device evaluated by MFR.: investigation completed. The device was returned for evaluation. The device was received with an introducer sheath and noted that the sheath had a slit extending the full length of the device. The balloon, blades and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A visual and tactile examination found no kinks along the shaft of the device. Presence of contrast media was also noted within the balloon. The device was attached to an encore inflation device and subjected to a vacuum. The device was able to be inserted and withdrawn through the returned introducer sheath and an undamaged 7fr introducer sheath without tangible resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that a vessel injury occurred. An unspecified target lesion was located in the iliac artery. A 8.00mm/2.0cm/90cm peripheral cutting balloon was used for iliac artery angioplasty. Upon withdrawal of the device, the balloon was deflated at 1 atm per 5 seconds and was fully deflated under vacuum during removal. Furthermore, resistance was encountered upon removal of the catheter from the introducer sheath. However, it was noted that the sheath was sliced down to the middle. It was further observed that the left common femoral artery was cut. The pressure was held for 35 minutes. The patient underwent a cut down repair in the groin. Two stitches were done to fill up the hole. The patient recovered fine and went home.

Manufacturer narrative:
Age at the time of event: over 60. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a vessel injury occurred. An unspecified target lesion was located in the iliac artery. A 8.00mm/2.0cm/90cm peripheral cutting balloon® was used for iliac artery angioplasty. Upon withdrawal of the device, the balloon was deflated at 1 atm per 5 seconds and was fully deflated under vacuum during removal. Furthermore, resistance was encountered upon removal of the catheter from the introducer sheath. However, it was noted that the sheath was sliced down to the middle. It was further observed that the left common femoral artery was cut. The pressure was held for 35 minutes. The patient underwent a cut down repair in the groin. Two stitches were done to fill up the hole. The patient recovered fine and went home.